Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1624c93ee, serial/ lot #: unknown, ubd: unknown, UDI #: unknown; product ID: etlw1628c82ee, serial/ lot #: unknown, ubd: unknown, UDI #: unknown; product ID: etlw1613c93ee, serial/lot #: unknown, ubd: unknown, UDI #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 8.5 years post implant the patient presented with a ruptured aneurysm and retroperitoneal bleed, resulting from a type 1b endoleak from the right limb and an unknown type iii endoleak. The patient underwent an intervention procedure to resolve the endoleaks, with 4 additional endurant stent graft extensions implanted. The endoleaks were reported to be resolved. Approximately 5 days post intervention procedure, the patient complained with pain and lipothymia. Type ia, ib left residual and ib right endoleaks were identified on CT. Patient underwent another procedure with implant of an endurant cuff (encf2828c45ee) and limb (etlw1616c156ee) and the endoleaks were reported to be resolved. Approximately 10 days post initial presentation a new type ii endoleak was noted from the left renal artery. A third procedure was performed with endoanchors implanted. Before discharge a small endoleak type ii from ima was noted. Patient was discharged to the out-patient clinical for surveillance. The investigator assessed the events as not related to the device, not related to the procedure. The sponsor assessed the event as possibly related to the endurant devices, not related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that the type ib endoleak was assessed by the investigator to be related to the endurant device and not related to the procedure. It was reported the investigator assessed the type ia endoleak and as related to the device, the sponsor assessed the type ia to be possibly related to the device. It was reported the investigator assessed the type iii endoleak as related to the device, the sponsor assessed the type iii to be possibly related to the device. The sponsor assessed the type ii endoleak as possibly device related. It was reported the investigator assessed the rupture to be device related, the sponsor assessed the rupture to be possibly related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the prior to presenting with a ruptured aneurysm the patient had consistently missed the follow-up appointments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 additional information; it was reported a type ib endoleak was observed in the left limb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.